Manufacturer narrative:
Concomitant medical product: w1dr01 ipg, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that over-sensing noise and inhibition on right ventricular (rv) lead was noted. Insulation damage was suspected. It was also reported that noise was found on the right atrial (ra) lead and visible insulation breach was identified on x-ray of the ra lead. The ra lead was removed and replaced and visible sign of insulation breach on the rv lead was also found. Very medial stick so likely clavicular crush. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.